Manufacturer narrative:
Through follow up with the perfusionist, livanova learned that they were unable to get the flow correct and the electronic gas blender did not reach the set limit. No leak was found. When the biomed was interviewed it was confirmed they noted the hoses of the blender were pinched. Perfusionist wanted the blender unit to be replaced regardless. Livanova field service engeneer replaced the blender, performer the operational checkout and returned the unit to service. Since the issue was likely ascribable to a user error (tubings need to be checked before initiating the procedure) and no blender hardware malfunction was confirmed the event is being reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in USA. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during a procedure, there was no oxygen coming through the electronic gas blender.there is no report of any patient injury.